Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a plate that broke in a patient post-operatively. The patient sustained a fracture, 3rd proximal and 3rd distal left ulna on (B)(6) 2011. The patient received osteosynthesis surgical treatment with implants for the broken ulna on (B)(6) 2011. Post-operatively, following removal of the cast, the patient experienced pain and difficulty moving his arm. X-rays on (B)(6) 2011, revealed the broken plate. On (B)(6) 2011, surgery was conducted to remove the hardware. Reportedly, the patient is now completely recovered. This is report #2 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. Additional narrative: an investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.